Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge with paddles attached. Complainant indicated that there was no pt involvement in the reported malfunction. Subsequent testing of the device at the facility's biomed department attributed the malfunction to the device's multifunction cable.